Manufacturer narrative:
(B)(4). Batch # t5ev8z. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the laparoscopic partial hepatectomy , when severing the hepatic pedicle on the second firing, after fired, noted proximal staples not present on the tissue and distal staple with b formed shape. Changed the new reload to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2020. D4: batch # t5ev8z. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted.